Manufacturer narrative:
The cause of the issue was not determined since product was not returned.

Event description:
A 56-year-old male patient has been treated for cardiomyopathy / cardiogenic shock and received hemodynamic support from an impella cp heart pump. Hemolysis has been detected by red urinary output and supporting lab results. Replacement of the impella cp for an impella 5.5 resolved the issue. Patient recovered and required no other intervention. Patient stable afterwards and on bridge to durable lvad.

Manufacturer narrative:
The impella device has been discarded and investigation is not completed yet. A supplemental will be filed upon conclusion of our investigation.